Manufacturer narrative:
The manufacturer received information in relation to a dreamstation avaps30 aam unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the corrosion. Secondary findings include dust/ dirt contamination present inside the device and corrosion on metallic surfaces. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : evaluated by third party service center

Event description:
A device was returned to a third-party service center. Evaluation observed corrosion on metallic surfaces. There was no patient harm or injury. During the evaluation of the device at the third-party service center, it was found that the power connector of the unit was destroyed. S/n model label removed/destroyed and dust/dirt was also observed. No evidence of foam degradation was observed. The unit was scrapped.